Manufacturer narrative:
No button error alarm was noted. However, the escape button was unresponsive due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error when the customer was trying to clear a low prediction alert he had just received on the device. The customer's blood glucose was 206 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.